Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited fracture. Further information was requested however, was not provided.